Event description:
It was reported that the insulin pump kept alarming no delivery as well motor errors. The customer was hospitalized with high blood glucose. It was stated that the alarm occurred when the plunger attempted to push the reservoir. Troubleshooting was performed, and the drive support cap did not appear to be damaged. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.